Manufacturer narrative:
It was reported to philips that customer asked service password and there's no any alleged device malfunction. It's a non-complaint.

Event description:
It was reported to philips that customer asked service password.there¿s no patient involvement.

Event description:
It has been reported the 02n/efficia dfm100 defibrillator/monitor will not power on.